Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and reported treatment appear to be related to circumstances of the procedure and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The 2.5x23 xience alpine stent is filed under a separate medwatch report.

Event description:
It was reported that the patient underwent a coronary stenting procedure to treat a target lesion in the right coronary artery (rca). A 2.5 x 23 mm xience alpine was advanced toward the lesion, but could not cross, so it was removed and additional dilatation was performed. It was re-inserted and implanted in the distal half of the mid rca. A small dissection was noted at the proximal edge. A 2.75 x 28 mm xience alpine was deployed in the proximal to mid rca, to cover the target lesions in the mid to distal rca and treat the dissection. The patient was hemodynamically stable, but had complaints of chest pain. A 3.0 x 15 mm non-abbott dilatation catheter was inflated in the mid rca and a balloon rupture occurred, causing a perforation in the mid rca. A 2.8 x 19 mm graftmaster stent was advanced; however, the device was not able to cross to the perforation. After multiple attempts, the graftmaster stent delivery system was removed from the anatomy, with the stent undeployed. A 3.0 x 20 mm nc trek was re-inserted into the mid rca and inflated. The patient was monitored and medication was administered. Monitoring was continued and repeat angiography noted a mild coronary leak. A mild pericardial effusion was noted on echo, without compression of the right ventricle free wall. The patient was transferred to critical care for continued monitoring. Post procedure, the patient was in good condition. No additional information was provided.